Event description:
It was reported that the actual residual volume (20 ml) exceeded the expected residual volume (1.7 ml). The patient was sent for x-rays on (B)(6) 2013. The patient was to be scheduled for a dye and roller study at a later time. Symptoms included less than 50% therapy relief, and the patient was not getting any pain control from the pump. The medication infused was dilaudid. It was later reported that no further troubleshooting was performed. The cause of the discrepancy was not determined. The patient was scheduled for a revision on (B)(6) 2013. No further information was available on the patient as of (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was later reported that the revision was being rescheduled as the patient had a grandchild in the hospital. The revision was rescheduled to (B)(6) 2013. It was later reported that the patient was scheduled for surgery on (B)(6) 2013 but they cancelled on (B)(6) 2013 due to transportation. The patient had not been rescheduled yet.

Event description:
Additional information received reported that the device system was used to infuse dilaudid. The patient was experiencing increased pain. The cause of the volume discrepancy was unknowing. It was noted that the patient had postponed surgery ¿several times¿ and was not currently scheduled at the time of the report. The status of the patient was unknown by the reporter at the time of the report.

Event description:
Additional information received reported that the revision had not been scheduled.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, since the patient had gastric bypass surgery, the pump was loose in the pocket and her grandson was reportedly turning it. When the physician opened the pocket, the catheter was found wrapped around the catheter port numerous times and was all tangled up. He removed that tangled portion of the catheter and replaced it. In addition, the pump was replaced as it had not been infusing drug as seen when 18ml was removed from the pump instead of the predicted 3.1ml.

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. Catheter body was noted to have significant twisting that may have affected infusion per analysis findings. Catheter connector inspection noted a tear in seal material near guide ring. Patency was checked and was ok.

Event description:
Additional information received reported that the revision ¿still¿ had not been rescheduled for this patient.

Event description:
Additional information received reported that the patient was doing well at the time of report and was getting pain relief. It was noted that the patient was in the process of titration.